Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This issue occurred with three lenses. This report refers to lens 2 of 4. Reference MDR # 1313525-2015-00838 for lens 1 of 4, -00840 for lens 3 of 4, and -00841 for lens 4 of 4.